Event description:
Related to MFR reference 3005188751-2013-00057. During an atrial fibrillation ablation procedure performed using a safire blu duo ablation catheter and brk transseptal needle, a pericardial effusion occurred. The physician performed transseptal puncture using a brk transseptal needle and a resterilized sl0 introducer and advanced a hansen sheath with a safire blu duo ablation catheter into the left atrium. While the physician was performing ablation around the pulmonary veins, the patient became hypotensive. Intracardiac echocardiography revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. The effusion resolved and the patient was transferred to ICU for observation. The physician stated there were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation or dissection is an inherent risk of any electrode placement.